Event description:
The customer reported that her blood glucose at 5:30 am was 147 mg/dl; she took a 1.75 unit insulin bolus at that time. At 6:44 am, she was having breakfast estimated to contain 34 grams of carbohydrate and took meal bolus of 6.8 units. At 10:43 am, with bg measuring 327 mg/dl, she was eating another 26 grams of carbohydrate and bolused 13.4 units for the meal and correction. Her bg measured 337 mg/dl at 12:21 pm (3.85 unit correction bolus) and also at 12:30 pm, at which time she was having 60 grams of carbohydrate for lunch. She administered a 15.55 unit bolus. At 1:24 pm, her bg was up to 383 mg/dl. She took 5 units by manual injection and deactivated the device. She reported that the cannula was kinked and the pod was discarded.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the kinked cannula or determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user¿s guide warns ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider,¿ and advises ¿to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed).¿